Event description:
Event description boston scientific crm received information that during a device replacement procedure, this right ventricular lead was surgically abandoned and replaced due to impedances greater than 2500 ohms. There was no loss of capture, and thresholds were normal. No adverse patient effects were reported.